Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving baclofen 500mcg/ml via an implanted pump. Indication for use was noted as intractable spasticity. The patient had a refill on friday ((B)(6) 2016) where they went from 500mcg/ml to 2000mcg/ml (concentration was changed) and they did not perform a bridge bolus. The patient experienced overdose symptoms (B)(6) 2016. The patient went back to the hospital on sunday ((B)(6) 2016) and the hospital turned the pump off. The patient was now at another hospital and now wanted to start their pump. The nurse did not realize that there was a change in the concentration from 500mcg/ml to 2000mcg/ml even though prescription was sent with instructions to change concentration. The manufacturer representative wanted to restart the pump, but was recommended to verify the drug that was being delivered before initiating therapy again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.